Manufacturer narrative:
The system was evaluated at the site. The reported issue could not be duplicated. The medtronic personnel trained the surgeon and covered a procedure. There have been no additional issues or anomalies with the system.

Event description:
A medtronic rep was testing system and got a failed accuracy on 3-d spine registration as instruments looked superficial. Mnav. Rep. Will get new CT of spine model to see if it is just old non current images or true accuracy. She said she still felt slightly inaccurate after new scan was acquired. There was no pt present.